Event description:
The customer reported that during the validation on summit, it was observed that the step that should generate a no washing water error, did not work as expected-no error was generated. No death or serious injury was associated with this incident.